Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hyperglycemia with symptoms described as feeling generally unwell, and vomiting and was unable to self-treat. Customer called emergency services and was taken to the hospital and was administered intravenous insulin by a healthcare professional for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test was performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated and de-cased. A visual inspection on the sensor¿s printed circuit board assembly (pcba) was performed and no issues were observed. The smu test failed. The returned sensor was observed to have damage due to de-casing. Attempts were made to extract sensor data. However, sensor was not able to read. A visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. The returned battery was measured within specification. However, the issue is therefore, unable to test due to damage that occurred during de-casing. An extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0audq8jd8 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hyperglycemia with symptoms described as feeling generally unwell, and vomiting and was unable to self-treat. Customer called emergency services and was taken to the hospital and was administered intravenous insulin by a healthcare professional for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.